Event description:
Pt with implanted ICD, we have noted an externalized conductor on his implanted left ventricular lead. Lead shows increasing capture threshold, remains electronically operational but with steadily increasing capture that will eventually lead to failure.